Event description:
The customer reported that the v60 ventilator displayed a "proximal line disconnection" message. It was unknown how the issue was found. No patient impact and/or harm reported. Final investigation and disposition are pending.

Manufacturer narrative:
E: (B)(6).